Event description:
The following was reported to hamilton medical ag: - this incident was reported to hamilton because the self-test failed and an alarm went off. - the occurence was noticed during the preoperational check. - the alarm was observable both visually and through hearing. Te232056 (pambientpfiltermismatch). - the device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. UDI related data quality updates only: field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this incident was reported to hamilton because the self-test failed and an alarm went off. The occurence was noticed during the preoperational check. The alarm was observable both visually and through hearing. (B)(6). (Pambientpfiltermismatch). The device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.